Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va34y3u serial# implanted: (B)(6) 2025 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #:(B)(6), ubd: 28-jan-2027, UDI#: (B)(4) b3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient said that they met with representative last week and was told to use program b for one week to see if it helped and then program a for a week, then c and if that didn't help turn therapy off completely. Patient said they have used program b for a week but it is not working. Patient was on program b at 0.8 ma. Patient switched to program a and said that program a sends them through the roof if they increase to 0.4 and they can only go up a couple of the amps that they can go up to and they are only using like 10% of the amount that it's capable of doing. Patient's healthcare provider said they have the wire in too close to the nerves and might need to pull the wire out and put in another. The patient was redirected to their healthcare provider to further address the issue. Agent emailed mdt reps as well per patient request.